Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose ranged from 475-527 mg/dl. Elevated blood glucose was addressed with a manual injection. System check with tandem technical support was not able to be completed at time of call. Customer will reportedly change pump supplies and resume insulin delivery.